Manufacturer narrative:
Upon further review, bard/bd has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported that the drainage hole on the catheter was near the tip and the tip bent easily when given a little force. There was no patient injury.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drainage hole on the catheter was near the tip and the tip bent easily when given a little force. There was no patient injury.